Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 13-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 200 mcg/day via an implanted pump for an unknown indication. It was unknown when the event/difficulty occurred (asked, but unknown). The patient¿s symptoms returned, and it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study was attempted. A system replacement occurred on (B)(6) 2018 and would not be returned- customer discarded. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were unknown (asked and would not be made available (legal/confidential reason).¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.